Manufacturer narrative:
Updated fields: b4, b5, g3, g5, h2, h11 cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. After implant, the patient experienced visible pulling in their left jaw, which is more pronounced without dentures, and slurred speech. A head CT was ordered but not yet completed as the patient wanted to wait to see if the symptoms improved. In the opinion of the physician, the event was not related to the barostim procedure as barostim was implanted on the right carotid, so the physician was considering bell's palsy and that it was not neurological. As of (B)(6) 2025, the head CT was negative, there was less edema, and the patient stated they were improving. A follow-up with the vascular surgeon occurred on (B)(6) 2025, and the physician thought it would resolve. As of (B)(6) 2025, the symptoms were improving and no intervention was planned. As of (B)(6) 2025, the patient had no complaints about their face during an appointment, and the physician was not concerned.

Event description:
A barostim system was implanted on (B)(6) 2025. After implant, the patient experienced visible pulling in their left jaw, which is more pronounced without dentures, and slurred speech. A head CT was ordered but not yet completed as the patient wanted to wait to see if the symptoms improved. In the opinion of the physician, the event was not related to the barostim procedure as barostim was implanted on the right carotid, so the physician was considering bell's palsy and that it was not neurological. As of (B)(6) 2025, the head CT was negative, there was less edema, and the patient stated they were improving. A follow-up with the vascular surgeon occurred on (B)(6) 2025, and the physician thought it would resolve. As of (B)(6) 2025, the symptoms were improving and no intervention was planned.

Manufacturer narrative:
Updated field: b4, b5, g3, g6, h2, h11. Cvrx ID # (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. After implant, the patient experienced visible pulling in their left jaw, which is more pronounced without dentures, and slurred speech. A head CT was ordered but not yet completed as the patient wanted to wait to see if the symptoms improved. In the opinion of the physician, the event was not related to the barostim procedure as barostim was implanted on the right carotid, so the physician was considering bell's palsy and that it was not neurological. As of on (B)(6) 2025, the head CT was negative, there was less edema, and the patient stated they were improving. A follow-up with the vascular surgeon occurred on (B)(6) 2025, and the physician thought it would resolve.